Manufacturer narrative:
One cadd-legacy® plus pump was returned for analysis. Visual inspection showed the pump was in good physical condition with the keypad and labels intact. It was noted that the pump screen had scratches. The event history log could not be downloaded. Functional testing included use testing. After powering up the device, the alarm beeped with an error code 1660. It was found out that there was an issue with the processor on the circuit board. The circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the processor on the circuit board.

Event description:
Information was received indicating this ambulatory infusion pump exhibited an error code. There were no known adverse effects to the patient.